Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump had alarmed. It was reported that the patient's pump had ran dry and they need it taken out. It was reported the pump had been alarming for about a month and a half (B)(6) 2017). It was reported the patient had found a doctor to see but they were too far away from their home. Around the end of (B)(6), the patient started to experience withdrawal. It was reported that comprehensive pain specialists were managing the withdrawal but they don¿t deal with the pain pumps so the patient needed to find a doctor closer to home. No further complications were anticipated/reported.